Event description:
It was reported that during an afib procedure, when the lasso catheter was used in the patient, the operator realized that the catheter was not deflecting. Deflection was not tested before inserting of the catheter in the patient. The catheter was removed for the patient without any difficulty. The case was completed by changing the same like catheter without any patient consequence. On (B)(6) 2013, upon receiving the product in biosense webster lab, it was noticed that the anchor window was damaged and had brownish material inside making this event reportable.

Manufacturer narrative:
Refer to evaluation summary. (B)(4). Upon receiving, the catheter was visually inspected and it was found in normal conditions. Per the complaint, the catheter was tested for deflection and the catheter failed. Afterwards, the anchor window was inspected and it was noticed the t bar was not visible. While doing this it was observed that the pu in anchor window was damaged at the middle. Some brownish material was inside the anchor window as well. After further inspection, it was noticed that the t bar tore off the anchor window pu along with the soft tip cavity where the anchor window lies. This created a space which weakened the anchor window area, causing the pu to either peel off or crack. The t bar falling off issues have been addressed under an internal corrective action. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.